Event description:
The clinician reports the implant was inserted (B)(6) 2021 in the patient's mouth. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2021, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility and abscess. No further patient complications were reported.